Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that her device was removed because it was not working. Patient clarified it did not provide her symptoms relief. Patient stated she was implanted to treat bladder. There were no further complications that have been reported as a result of this event.